Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported wearing infusion sets for 4 days. Customer was informed infusion sets should be changed at least every 3 days per the user guide. There was no reported adverse impact. No additional information was provided. Customer declined follow up from tandem technical support.